Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, the device was tested on the bench and using automated testing equipment and no anomaly was found.

Event description:
New information received notes that the device explant was not related to the complaint, but was explanted electively. Patient condition was fine after the event.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic due to a patient alert for high, out of range high voltage lead impedance. The high voltage lead impedance had been increasing since implant and was reproducible with manipulation. The patient elected against a revision procedure. The svc coil was programmed off. Patient condition was good.